Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported the op check failed the energy selector and the pacemaker test. There was no reported patient involvement/adverse patient impact.